Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional clip delivery system device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report leak and air embolism. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted restricted posterior. The steerable guide catheter (sgc) was advanced to the mitral valve, and the first clip was successfully deployed. Then a second clip was deployed. However, when the clip introducer was removed from the guide hemostasis valve of the sgc, the tip of the clip introducer broke and became separated. The separated tip remained inside the sgc. At this time, the sgc was up against the wall of the heart, and air was noted in the guide. Then a small air bubble was observed in the left atrium. The patient was taken to hyperbaric chamber as a precaution. The next day, the patient was stable with no effects from the air bubble. Two clips were implanted, reducing mr to 1+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a cause for the reported leak could not be determined. The reported patient effect of air embolism is a cascading event of reported leak. The reported patient effect of air embolism changes is listed in the mitraclip system instructions for use is known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.